Event description:
This ICD failed to charge during the implantation procedure. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
This ICD failed to charge during the implantation procedure. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis on this device is pending.